Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) was having trouble with the remote monitoring transmission, and the device was interrogated in the clinic where it was found that the device had three memory errors that put it into safety core. The device was operating at vvi 72.5ppm, and the sensing was unipolar while in safety core. The patient denied any radiation or other procedures. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. The 3191 code is being used to denote the surgical intervention.

Event description:
This report is being filed with analysis details.